Event description:
Rn reported mask caused facial irritation. She went to employee health where she was given po benadryl for redness and itching. She does not have any redness or itching at this time. She has no known allergies.

Manufacturer narrative:
The device history record was reviewed, and based on the lot number provided, no issues of any kind were detected during the manufacturing of this code. A random visual examination was conducted on the mask samples provided by the customer. From the masks examined, fibers could be detected in the 2mm to 3mm range in length. No more than 3 fibers could be detected in the inner surface of the facemasks examined, which has a dimension of about 4 inches in width by 7 inches in length. The amount and size of the fibers that were found, are considered to be within normal limits. All materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. In addition, the materials used in the manufacture of this mask lot number met raw material specifications; there have not been any material changes. This mask is composed of polypropylene and cellulose components. At this time, we cannot determine a root cause for the reported issue. We will continue to monitor for complaints of this nature.